Event description:
The customer reported a cartridge alarm issue during insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer successfully changed the cartridge and resumed insulin therapy, resolving the issue. No previous reports of similar alarms with the pump were noted.